Manufacturer narrative:
Age at time of event: 18 years or older. Journal article: aftab, syed arafat et. Al, ¿randomized clinical trial of cutting balloon angioplasty versus high-pressure balloon angioplasty in hemodialysis arteriovenous fistula stenoses resistant to conventional balloon angioplasty¿, j vasc interv radiol 2014;25:190¿198. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Reported via journal article. It was reported that a venous rupture occurred. The patient underwent treatment of an arteriovenous fistula in the stenosed cephalic vein arch. Following angioplasty with an unspecified cutting balloon, the patient experienced a venous rupture with active extravasation. Treatment was successfully managed with balloon tamponade. No further patient complications were reported.